Event description:
This lead was capped due to failure to sense and capture. There were no adverse events reported for the patient. The device was retained by the hospital. Should additional information be received, this filed will be updated.